Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported following a successful radiofrequency (rf) ablation procedure, the patient developed tunnel vision. No intervention was reported to treat the tunnel vision. It was also reported that nine days after the procedure, the patient developed a migraine that required prolonged hospitalization. Diagnostics were performed, including a chest x-ray, a head computerized tomography (CT), and a carotid ultrasound. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.